Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the full-height drawer 3 was clicking while opened due to a faulty position sensor. The field service engineer replaced the position sensor and bus cable to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, the full-height drawer was not registering a failure, requiring multiple clicks. The customer stated that this issue prevented users from dispensing medication to a patient ; however, users had two devices in the room and were able to access drugs from the other station. The customer reported a slight delay due to waiting for the machine to time out, as it would not allow users to simply fail the drawer, and users also had to wait for the other station while other nurses were using it. There were no adverse events or injuries reported based on this incident.